Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, it was observed upon interrogation that inappropriate shocks were delivered for under-sensing as a result of the programmed settings of the device. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.